Event description:
It was reported to gore that a patient presenting with abdominal aortic aneurysm was treated with a conformable gore® tag®thoracic endoprosthesis on (B)(6) 2016. On (B)(6) 2021, the patient was treated for a type ia endoleak with a custom-made fenestrated endoprosthesis. The cause of the endoleak is unknown. The patient tolerated the procedure.

Manufacturer narrative:
Device evaluated by MFR: device remains implanted. A review of the manufacturing records indicated the lot(s) met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: device remains implanted. H6: a review of the manufacturing records indicated the lot(s) met all pre-release specifications. The patient referenced in this event file is enrolled in a retrospective and prospective observational cohort registry designed to obtain early data on the use of the conformable gore® tag®thoracic endoprosthesis through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. Reports regarding other events for this same patient have also been submitted. Reports alleging an aortic blister and systemic infection at the time of implantation have been submitted under manufacturer reference numbers mpdcase-00009777-1 and mpdcase-00009744-1, respectively. According to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. Patient is enrolled in study. Report re-submitted with disclosure added.

Event description:
It was reported to gore that a patient presenting with aortic arch aneurysm was treated with a conformable gore® tag®thoracic endoprosthesis on (B)(6) 2016. The proximal end of the endoprosthesis landed in zone 1 of the aortic arch. On (B)(6) 2021, the patient was treated for a type ia endoleak with a custom-made fenestrated endoprosthesis. The cause of the endoleak is unknown. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated the lot(s) met all pre-release specifications. Additional information regarding the patient condition, original treatment and reintervention was requested from the physician. Patient imaging was also requested. No additional information was provided. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. The patient referenced in this event file is enrolled in a retrospective and prospective observational cohort registry designed to obtain early data on the use of the conformable gore® tag®thoracic endoprosthesis through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. Reports regarding other events for this same patient have also been submitted. Reports alleging an aortic blister and systemic infection at the time of implantation have been submitted under manufacturer reference numbers mpdcase-00009777-1 and mpdcase-00009744-1, respectively. According to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. Corrected original treatment area.